Event description:
It was reported that several vf episodes caused by noise were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A fracture of the coil was found at 5.3-5.5cm from the connector pin. This fracture is consistent with the observation from the field of noise.